Event description:
The surgeon had performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). About 18 months after the procedure, the patient's hip joint dislocated. The surgeon revised the implants to a different manufacturer's constrained components.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The investigation is ongoing, and a supplemental report will be filed if additional information becomes available.